Event description:
This device was implanted on (B)(6) 2012 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) in (B)(6). A call to technical services on (B)(6) 2013 states that the lv impedance was in 2700 range( gradual increase from (B)(6) through today - spike of >200 in (B)(6)) and threshold more recent trend spike - had been 25. @0.8, then in (B)(6) had acute rise to >6 v and there was loc. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).